Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/12/2016. The device has been returned and evaluated by product analysis on 09/19/2016 with the following findings. A review of the black box indicated multiple loss of prime warnings. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no loss of primes occurring. The force sensor calibration was found to be within required specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. (B)(4).